Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Right groin femoral access was obtained. Pre-procedure imaging confirmed there was a baseline trivial pe. A watchman access system (was) was inserted and transseptal access was performed. There were no issues with the workflow obtaining tsp. The transseptal septum was dilated with the was so the ice catheter could be advanced across. The ice catheter was taken across to acquire measurements of the laa. A non-boston scientific pigtail catheter was placed in the laa for a contrast shot. The pigtail catheter was removed and a 24mm watchman flx closure device and delivery system (wds) was inserted and then deployed in the laa, but the positioning of the device was mispositioned so the physician recaptured the device to better position it. After the recapture the positioning of the wds looked much better and the physician then determined the device met release criteria, so the closure device was released and implanted. The was and the wds was removed from the patient. The physician checked imaging, and noticed that the pe had started to grow significantly. A pericardiocentesis was performed. The blood color was dark and the patient did receive blood. The patients' blood pressure did drop for a short time, but after the pericardiocentesis was completed, the blood pressure rose back up. The patient's EKG did not change during the event. The patient was stable and the procedure was concluded. The patient was hospitalized and they have been discharged a few days after the incident. The physician believes the recapturing of the wds may have caused the pe. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.